Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix exceeded specification for the number of turns to extend and retract was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant attempt that after the initial positioning of the lead a different position was desired for better lead function. After retracting the helix to move the lead, the helix would not extend to anchor in the next position. The lead was removed and another attempt made to extend with helix without success. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.